Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display after a low battery warning. Review of the device's alarm history showed that the low battery alert came after 7 days of battery usage. During troubleshooting, the insulin pump passed the self test. Blood glucose level at the time of the incident was 72 mg/dl. The insulin pump will not be returned for analysis.